Event description:
Information received by medtronic indicated customer complained about loss of communication between pump and transmitter. Troubleshooting was declined . The customer will discontinue to use the device. No harm requiring medical intervention was reported. The device will  be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.